Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer observed no insulin dripping out of the infusion set tubing and the customer was using r- insulin in the cartridge. Due to the occlusion alarm, the customer experienced a blood glucose (bg) level of 1400mg/dl, diabetic ketoacidosis considered dangerous and was in a comatose state resulting in a hospitalization. While in the hospital, the customer received treatment in the form of insulin delivered intravenously. The customer reverted to manual injections for insulin therapy. The customer could not recall the release date from the hospital. Tandem technical support informed the customer that r- insulin was contraindicated for use with the pump.